Event description:
The customer reported the evis eus ultrasound bronchofiber videoscope was in use and the image went black. No adverse effects to patient reported.

Manufacturer narrative:
In addition to b5, the customer later reported the product issue had occurred when the light source had dried blood on it which impacted the quality of the image. The sales representative provided instructions on how the light source is cleaned. The customer reported no product performance issues have occurred since cleaning was performed. The device has not been returned for evaluation. If the device is returned, an investigation will be performed, and a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue and observed device cleaning process issue could not be determined, as the device was not returned to the manufacturer for evaluation, however, it is probable that the issues were the result of user handling/improper device cleaning. The event can be prevented by following the instructions for use which state: 5.3 precleaning the endoscope [warning] ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure¿. Olympus will continue to monitor field performance for this device.